Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultrasmart meter had scratches on the display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3 months prior to contacting lfs, the alleged issue first began. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on the day of the alleged issue at an unknown time, she became ¿shaky¿. The patient reported she did not have any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed it was not the first time the lancing device had been used and there was no misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.